Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received motor error alarms. The customer mentioned that they were going to the hospital. The customer's blood glucose was 280 mg/dl at the time of incident. The customer stated that they treated the blood glucose with manual injections. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.